Manufacturer narrative:
Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete event, patient and device information. Date of event is estimated. A case of lead fracture was reported to abbott. The event comes from historic data that has been made available from the hospital. It is noted that a non-compatible competitor lead-anchor was used to secure the lead in-vivo. The lead and associated devices in question were not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered could not be conclusively determined.

Event description:
It was reported the lead fractured after being implanted with a competitor anchor. The lead was explanted to address the issue.